Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6), ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the medtronic imaging system aborted the spin halfway through. Another spin was attempted, and the system aborted sooner. The image quality in 2d shots was deteriorating, and there was a delay of about 30 minutes during the procedure. Troubleshooting steps included attempts with the hand switch and foot pedal, and rebooting the system, but the issue remained unresolved. A field service engineer was scheduled to perform a system checkout and upload system logs and patient archives. It occurred intra operatively and no reported impact to the patient. Patient present at time of event.

Manufacturer narrative:
H3: the software investigation found that the reported event not a software issue. Complaint data analysis found the event is due to a hardware issue as per the complaint data. At first the unit was having issues with 3d spins. We added oil to the cathode and anode wells at the x-ray source. Unit stopped having issues with 3d spins. Software functioning as designed. B01, c19, d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found issues with 3d spins. Added oil to the cathode and anode wells at the x-ray source. Unit stopped having issues with 3d spins. No other issues found. Unit is good to go. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000542, section a updated patient details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received for patient information.